Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected field: e3 a getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) overheated and triggered a gas loss alarm. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.